Manufacturer narrative:
The customer¿s experience of no air in line alarm during the first infusion was confirmed in the pcu event log. The pcu event log contained no obvious programming errors that would result in the reported event. The pump module and the disposable set were not returned for investigation. It cannot be determined whether or not air was actually present in the line, however when an infusion completes it will alarm for kvo and not air in line. The device will alarm for air in line when air is detected in the tubing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement

Event description:
The customer reported that the patient was scheduled for one 30min infusion at 0836 and one 20min infusion at 0928. The first infusion finished at 0912 and the pump did not alarm air in line but kvo.. The pump was removed but the same pcu was used for the second infusion with a different pump. The ¿air in line¿ alarm sounded with the new pump at completion of the second infusion. It never sounded with the initial 30mins infusion that completed at 0912. It switched to kvo and continued to run as if there was medication in the line. The nurse also noted air bubbles in the line below the pump; she stopped the pump and determined the air had reached the filter and no air reached the patient. There was no patient harm.